Event description:
It was reported to tyco healthcare/kendall on 10/2003 that a pharmacist's customer had experienced two needles breaking off the syringe into the skin. It was reported that the patient is a long term diabetic with poor touch and vision and tough skin. It was reported that the patient had got the needles out ok.